Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch has recommended for replacement to resolve this failure.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. Unit would not switch to mechanical ventilation. There is no report of patient involvement.